Event description:
A malfunction alarm, specifically malfunction 12, was reported by a customer. The impact on the customer's blood glucose level was unknown as the customer declined to provide this information. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup insulin therapy.